Manufacturer narrative:
Bci customer technical support (cts) assisted the customer with troubleshooting and had the customer stop the system and clean up the spill. The cts also had the customer remove and replace wash concentrate with new bottle and run qc. No further leak was observed and 17 psi air supply was stable.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxc 800 pro synchron clinical system. The customer stated wash concentrate ii solution was leaking from top of reagent bottle to the floor with corresponding 17 psi air supply low flag. No injury was reported and there was no effect to patient or user.